Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/21/2018 for evaluation. Performed a voltage test and passed. Performed share log review and a loss of connection was found in the log. The reported event of a loss of connection was confirmed. The probable cause could not be determined.